Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31397557l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a cardiac ablation procedure with a thermocool smarttouch sf catheter, the patient experienced a blood pressure drop and pericardial effusion treated with blood drainage and the patient transferred to ICU. The blood pressure was monitored with a cuff with 3-minunte intervals, and the blood pressure was dropping between 2 measurements, pressure dropped from 100/60 to 60/40. The doctor did echocardiography to confirm the pericardial effusion, and blood dropped into the pericardial tissue. The medical team had to emergently drain the blood for the pericardial tissue by putting the needle outside and puncturing from the outside with a needle to the chest. They drained half a liter of blood, taking a bit at a time, and at the end bleeding stopped and they were not able to drain more blood. The patient was transferred to the ICU to monitor for at least one day. The procedure was canceled. The physician stated that the cause of this adverse event was the patient's uncommon anatomy. The outcome of the adverse event was fully recovered.